Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and performed failure analysis (fa). Upon visual inspection, the rolling loop was mangled and sticking out. The complaint detail from the field showed error 319 with a p1 value = ac_3f_ID. The usm was installed onto a golden system where the 319 error was triggered during system startup. The error log p1 value = ac_1f points to the axes controller, carriage power (accp). The complaint was confirmed based on fa, which indicates that the device may have contributed to the customer reported issue. Based on these findings, it was concluded that the rolling loop fiber cable was the root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to replicate the reported issue. The fse noted that the surgeon side console (ssc), when powered up in standalone mode, would not home the master tool manipulator (mtms) or complete startup. The fse had customer check the system information panel and found no information was displayed for the patient side cart (psc). The fse later went to site and removed and replaced the ssc common compute controller (ccc) board, which corrected the reported surgeon console errors. Next, the fse powered on the system and received an error 48305. The psc powered on, but the universal surgical manipulators (usm) would not initialize, and their lights would not illuminate. The fse reviewed the error logs and found multiple 48305 and 40097 errors pointing to the psc ccc, as well as 48293 errors on all usms. The fse powered the system down and then powered on the psc in standalone mode. The usms still failed to initialize, and their lights did not illuminate. Based on error logs and usms not initializing, the fse determined that the issue is likely with the psc ccc or card cage, rather than an individual usm. Therefore, the fse replaced the psc ccc, the ssc ccc, and the usm to resolve the issue. The system was tested and verified as ready for use. Isi had received the products associated with the complaint and the failure analysis is in progress.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, error occurred on the system. The customer contacted the technical support engineer (tse) and reported they had a 32321 error at power up. The customer also mentioned that they were having trouble with one of the consoles. They were able to do the procedure with just one console. The procedure was completed robotically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said that the issue first occurred prior to the start of the procedure and re-occurred during the procedure. It was a dual console procedure, and the procedure was completed robotically using only one console.

Manufacturer narrative:
The surgeon side console (ssc) and patient side cart (psc) common computer controller (ccc) has been returned and evaluated by the failure analysis team. The ssc ccc was visually inspected with no issues found. The field error logs were reviewed with no errors pertaining to the ssc ccc. The unit was installed on a golden system where it functioned as expected. As a result of this finding, failure analysis was able to conclude that no root cause could be attributed to this ssc ccc. This error pertains to the psc ccc. The psc ccc was visually inspected with no issues found. In lighthouse, error 48305 was found confirming that the fault had occurred in the field. The psc ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the psc ccc were inspected with localhost:8050, all values were within expectation. Then ten power cycles were performed, the psc ccc left in the golden system to idle for 2 hours with no issues found. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to reported events.

Event description:
Refer to h11 for follow-up information.